Event description:
Information received indicates the left siderail will not latch.

Manufacturer narrative:
The technician found the internal latch mechanism was not locking. The technician replaced the siderail to repair the bed.